Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was delivering low. The patient was ventilated with an ambu bag and o2 level returned to normal. There was no report of patient injury.